Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient is needing an MRI of lower back. They reported the ins is off because they cannot get the handset to connect to their ins. They added this is also why they have not been able to recharge the ins and this issue started 3 weeks ago. Hcp is inquiring if they can proceed with MRI if ins is off but not in MRI mode - tss reviewed that MRI mode needs to be activated prior to scanning. Tss provided patient services phone number - the patient will call back when they have time to troubleshoot reported issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient responded that cause of not being able to recharge the ins was determined. When asked what most likely caused or contributed to this issue they replied, "device settings - one day I went to charge my battery to look for the MRI, neither would work - but I did fix it." In another letter when asked this question they replied, "not sure why but I went through and got it to work, took me 3 days to connect." When asked what steps were taken to resolve the issue they said they needed an MRI and the first place they went would not do it and they went to another place and the girl didn't know what to do either. They were frustrated but went back and got the MRI. When asked if this has been resolved they circled yes and added, "but she still could read my book I took in or listen to me on what to do." The patient also reported, "I'm hurting so bad . Frustrated - going to dr. To get MRI results." At the bottom of the first page of the letter they wrote, "thank you!!" They continued on the following page and reported, "I had a really bad fall" and went to urology appointment to "see if my leads, etc. Was ok!" The patient also said, "the lady there - said it was good. However, I don't believe that. I have worse problems then I had before getting this device put in - I'm thinking tomorrow when I call - to see if it can be taken out. I believe 100% it was damaged from the fall."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.